Event description:
The valve was leaking a lot throughout the procedure. A balloon was placed to limit the loss when appropriate. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Method: device will not be returned. The event is currently under investigation.